Manufacturer narrative:
Title comparison of the outcomes between laparoscopic totally extraperitoneal repair and prolene hernia system for inguinal hernia; review of one surgeon¿s experience source j korean surg soc volume 82 , 2012(40-44). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, this study aimed to evaluate the difference between two procedures, laparoscopic totally extraperitoneal repair and prolene hernia system for inguinal hernia. Two hundred thirty seven patient is involved in this study, and one hundred nineteen patient undergoes with total extraperitoneal procedure, and it was reported that thirty six of then reported complications. Twenty six has hematoma, seven has scrotal swelling and nine of them has seroma. Comparison of the outcomes between laparoscopic totally extraperitoneal repair and prolene hernia system for inguinal hernia; review of one surgeon¿s experience / j korean surg soc 2012;82:40-44 (http://dx.doi.org/10.4174/jkss.2012.82.1.40) / received july 22, 2011, revised october 25, 2011, accepted november 7, 2011.